Manufacturer narrative:
The pt recovered without sequela. Same report as MFR's# 2182207200601623. Final device analysis reveals normal device function - no anomaly found.

Event description:
The MFR's rep reported that the pt was experiencing return of symptoms of "tightness, spasms, etc"- date of onset 08/18/2006. The pt underwent dye study, pump rotor test, refill interval and volume comparisons; MRI of spine for physical changes and abnormalities. The pump was replaced as pt needed a higher volume pump. The proximal portion of the catheter had a small hole. The catheter was trimmed, and a 9cm section of new catheter was implanted between the pump and the trimmed catheter. The daily dose of intrathecal baclofen was 400 mcg/day along with supplementation with oral baclofen. The dose will be titrated over the next 60-90 days. The hcp reported that since implant in 2003, dose adjustments for symptoms including: itchiness, "return to preimplant status", increased tone, dystonic movements, poor speech, "voiding and seating issues" and agitation, have been made regularly. The increase prior to pump replacement and catheter revision surgery in 2006 was to lioresal 1350 mcg/day. The hcp reported that the pt had noted "withdrawal" symptoms the week prior to 08/22/2006. Additionally, the pt has required three previous catheter revisions in 2003, for leaking and disconnection of the catheter from the pump. The pt also had experienced swelling at pump site, discharge requiring add'l sutures. Was diagnosed with cellulitis, no infection identified by gram stain and culture; treated with intravenous antibiotics in 2003.